Event description:
The facility reported an infusion pump which nondelivered during pt infusion of levophed. The air detected alarm buzzed during the administration of levophed 16 mg. The administration of the medication stopped. According to the reporter, this was a life-threatening situation. No further info was provided regarding pump programming, concentrations, and rate for the three channels, pt demographics, and medical intervention provided. Reportedly the pt had "deterioration in health" as a result.

Manufacturer narrative:
Baxter has requested the device for evaluation but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional info becomes available.